Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the insulation was gouged in various places and had pieces of the insulation lifted up roughly .3375 above the snake wrist. The metal shaft was exposed but the piece of insulation overlaps the exposed area. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si thoracic procedure the bowel grasper instrument used for retraction of the lung was found to have cuts in the black insulation portion towards the jaw of the instrument. Four bowel grasper instruments were used for retraction of the lung. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received for evaluation on 08/19/2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.